Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic after experiencing a cardiac pause and dizziness. Upon interrogation, the event was due to myopotential oversensing resulting in pacing inhibition. The device was reprogrammed to resolve the event and the patient was in stable condition.